Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge is outside of the minicap. Iodine was observed in the foil. This event occurred during set up. There was no patient injury, medical intervention, or adverse reaction associated with this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.